Event description:
It was reported ever since the device was implanted the patient had been in "hell." It was noted there was a staph infection at the electrode attachment site. The patient had been treated with several antibiotics. It was noted "the first month or so was great after that." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).